Manufacturer narrative:
Cec re adjudicated mi in the rca as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the rca was treated. It was reported that the patients troponin levels were elevated post procedure. Cec adjudicated mi as a non q wave mi (target vessel) mdt extended historical peri-pci.

Manufacturer narrative:
The patient also has a medical history of cardiac admissions 30 days prior to index procedure. The index procedure was prompted by unstable angina. The mi occurred in the rca. If information is provided in the future, a supplemental report will be issued.